Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3 alarm was not confirmed. Additional information provided communicated that no log files were available for review and that product is not available for return at the moment. This file will be reopened with further analysis if the product is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number 19236213, was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L) section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was stated on (B)(6) 2024 that the patient did not experience any adverse consequences. No log files were available. No troubleshooting was indicated, and the s3 alarm was not resolved.

Event description:
It was reported that during patient transportation, the centrimag console showed error s3. The nurse swapped the console, motor and flow probe. The patient was switched to the back-up console. It was stated that the patient was currently centrimag dependent and hemodynamically stable.

Manufacturer narrative:
Section a: patient information was not provided, request for this information was made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.